Event description:
An endurant stent graft system was implanted for the endovascular treatment of a greater than 5.0 cm diameter abdominal aortic aneurysm. It was reported that the patient had poor ankle-brachial index and an angiogram was performed showing total occlusion of the right limb and partial occlusion of the left limb. The occlusion included the entire right limb to the flow divider and the left limb had very minimal flow due to the clot in most of the limb. The physician suspected that the patient had hyper-coagulation disorder which was causing clotting in their periphery. The patient had the device explanted and an aui device was placed and a femoral-femoral bypass was performed. The patient expired due to complications with anesthesia. Per the physician, the patient death is not related to the device or procedure. Film review analysis: review of several photograph¿s confirmed that the endurant bifurcate had been explanted from the patient. The bifurcate aortic body had been transected proximally; between covered rings 2 <(>&<)> 3. The contra limb was seen placed up to the level of the flow divider. Both of the limbs were transected at the same level, approximately 2cm below the flow divider, between ipsilateral limb rings 7 <(>&<)> 8. The proximal transected section, including the suprarenal stents, were not seen in the photo¿s. The distal limbs were also not seen. Other than the stent and fabric transection cuts likely occurring during the conversion, no stent graft integrity issues were observed. No thrombus or noticeable tissue was seen within the bifurcate aortic body ID or either both limb; only blood was observed on the inner and outer stent graft fabric surface. The cause of the limb occlusion could not be determined from these returned photograph¿s post-explant. Lack of films showing the stent graft in-vivo limited the extent of the review and determination of a possible cause. This may have been due to a patient condition.

Manufacturer narrative:
(B)(4).